Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving an unspecified plum 360 infusion pump. It was reported that the plug that plugs into the battery somehow overheated and melted the connector. Sample photos were provided. There was no reported patient involvement or harm.